Manufacturer narrative:
Pending evaluation: concomitant device(s): lateralized 42 glenosphere (320-02-42, (B)(4)); glenosphere locking screw (320-15-05, (B)(4)); reverse locking torque screw (320-11-00, (B)(4)); 34mm bone screw (320-20-34, (B)(4)); humeral tray (320-10-00, (B)(4)).

Event description:
As reported, the patient had failure of a reverse total shoulder due to dislocation. . Revision replaced the humeral liner and glenosphere, along with the associated locking screws. Patient was stable upon leaving the or and there was not a delay to surgery. Devices not returning due to hospital policy.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and history of falls. Section h11: the following sections have corrected information: (b5) describe event or problem: as reported, the elderly and skinny male patient had failure of a reverse total shoulder due to dislocation. The initial implant date is unknown. This patient has a history of falling and dislocating his shoulder. Revision replaced the humeral liner and glenosphere, along with the associated locking screws. Patient was stable upon leaving the or and there was not a delay to surgery. Devices not returning due to hospital policy.

Event description:
As reported, the elderly and skinny male patient had failure of a reverse total shoulder due to dislocation. The initial implant date is unknown. This patient has a history of falling and dislocating his shoulder. Revision replaced the humeral liner and glenosphere, along with the associated locking screws. Patient was stable upon leaving the or and there was not a delay to surgery. Devices not returning due to hospital policy.